Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient received an alert for an extended charge time and presented to the hospital. When later tested in clinic the device was normal. The physician opted to subsequently monitor the device. The patient was in stable condition throughout.